Event description:
Procedure type: hysterectomy. According to the reporter: post operatively, the pt dehisced at the vloc suture line on the vaginal cuff. The pt was taken back to the operating room and the dehiscence was repaired vaginally with vicryl suture. A third attempt was made successfully with chromic suture. The surgeon believes this event was due to the pt's intolerance to maxon and vicryl.

Manufacturer narrative:
(B)(4).